Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. Physician¿s opinion regarding the cause of the adverse event is that the tamponade occurred in the right atrium while positioning the sheaths during transseptal phase. Physician indicated that he did not believe the injury to be a direct result of any bwi products.